Event description:
The customer called and reported experiencing low blood glucose of 17 mg/dl, due to receiving too much insulin. The customer tried to reset basal rates and eat, but blood glucose continued to lower. Emergency medical services were called. At the time of this report, customer's blood glucose was 56 mg/dl, which was treated with glucose tablets. Following treatment, her blood glucose was 78 mg/dl. Troubleshooting was performed. The time on the insulin pump was found to be off by twelve hours, which could affect basal rate insulin delivery. Customer was advised to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.